Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) esc button dome switch. No unlocked lcd keypad connector noted. Device passed operating currents, self-test, a21 error test and displacement test. No unexpected low battery, failed battery test alarms noted during testing. Device had minor scratched lcd window. The test reservoir locked in place properly and no anomaly noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that the buttons were not working sometimes and rejected new batteries. It was reported that they had scratches on the screen and also had diminished battery life. The insulin pump will not be returned for analysis.